Event description:
It was reported that there was not enough pressure for the graft while using the zimmer skin graft mesher. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/25/2010 and was last repaired on 05/07/2013 for a non-related issue. Evaluation of the device observed that the comb was bent. Prior to repair, the device produced an acceptable test mesh but was outside calibration specifications on the left and right side. Customer did not return any cutters with the device. Improper handling most likely caused the lack of calibration of the device and damage to the comb, which most likely caused the customer's reported event. The device was serviced and returned to the customer.